Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Customer consumed carbohydrates to treat bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. A pump data log was performed, and it was determined that the pump was delivering and terminating insulin deliveries as intended. Low bg was caused by customer "stacking" multiple boluses delivered by the pump. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.